Event description:
The customer contacted physio-control to report that their device provided unusual compression depth. This issue is patient related and the facility reported they suspect that the patient died due to malfunction of lucas3. The customer reported the patient experienced a pulmonary hemorrhage during CPR using lucas device.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio found the device to be functioning according to specifications. Root cause of the issue was determined to be use error. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device provided unusual compression depth. This issue is patient related and the facility reported they suspect that the patient died due to malfunction of lucas3. The customer reported the patient experienced a pulmonary hemorrhage during CPR using lucas device.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient and event. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device provided unusual compression depth. This issue is patient related and the facility reported they suspect that the patient died due to malfunction of lucas3.